Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level was 440 mg/dl. Customer treated their high blood glucose via manual injection. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised a tubing clamp would be sent out in order to perform the high pressure test. Customer advised they had a bent cannula. Troubleshooting for no delivery alarm was performed. Customer advised the alarm occurred during bolus delivery. Customer was able to resolve the issue with a complete set change.